Event description:
The customer received a blood glucose reading of 86 mg/dl on the contour meter, re-tested on a different meter and the reading was lo. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer was not able to provide test strip information. Replacement meter and test strips were sent to the customer